Event description:
A customer reported that the cartridge was not fitting properly on the pump, causing it to lean to one side. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt to reload the original cartridge, but it was not successful. They assisted the customer in filling a new cartridge and instructed them on how to complete the loading process correctly. The customer was able to successfully load the cartridge and resume insulin delivery.